Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 133 mg/dl. The insulin pump alarmed motor error. The blood glucose reading at the time of the event was 484 mg/dl. Customer experienced stomach pain and nausea. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and IV fluids. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.